Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) reached eri (elective replacement indicator) battery status sooner than expected. The crt-d was removed and is being returned to guidant for analysis.